Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the additive port became separated from a 5l ultrastab bag. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the bag in an open pouch for evaluation. Visual inspection revealed that the injection site was disconnected from the bag. Microscopic inspection on the tube ends revealed insufficient solvent on the injection site. The connector and tube internal diameter were measured and were found to be within specification. To correct the problem there will be an increase on the interference on the injection site. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.